Event description:
This procedure was performed in the netherlands: during deployment of the 6x150 stent, friction in the system occurred. After some pulling the stent broke into two pieces. The distal part was left in the patient and deployed good. The proximal part was recovered from the patient.